Event description:
A pump alarm was reported during insulin pumping, but there was no reported adverse impact on the customer's blood glucose level. The event happened without previously reported issues with the cartridge alarm for this pump. Customer technical support assisted the customer in loading a new cartridge following the correct loading technique, and the customer successfully resumed insulin therapy.